Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor assembly, active exhalation control module, solenoid valve and proportional valve needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. The device's machine flow sensor assembly, active exhalation control module, solenoid valve and proportional valve needs to be replaced to address the issue. After receiving further information, the device was tested with philips trilogy tool. Ran all tests in final test section per manual and found no issues. Unit passed all tests and is returned to service.